Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the incorrect reprocessing was the user¿s understanding differed from olympus recommendation in device handling and/or reprocessing steps. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. The error message disappeared, and customer decided to keep the scope. An in-service repair reduction was performed. In speaking with olympus technical assistance center (tac), customer noted that their tech who reprocesses the scopes recently left, and they were not familiar with reprocessing. Customer added that they were not leak testing each scope and they were not aspirating during manual cleaning because they did not have a suction machine in the reprocessing room. During the in-service, it was confirmed that the customer was not leak testing each time and they did not have a suction machine to aspirate detergent solution during manual cleaning. A scope that was in the storage cabinet was used to conduct the in-service and all steps of leak testing, manual cleaning and storage were reviewed with the attendees on the attendance sheet. The attendees said they understood the process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope displayed an e204 error during reprocessing. There was no report of patient harm. The device was returned, evaluated, and it was reprocessed with a different procedure from the instruction manual. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.